Event description:
It was reported that during priming for a benign prostatic hyperplasia (bph), the error 241 (high water pressure (prime)) was displayed. After restarting the generator and plugging the delivery device again, the error persisted. The system was restarted one more time but now the error 465 (water pressure self-test error) showed up. The procedure had be canceled once the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that, during priming for a benign prostatic hyperplasia procedure, error 241 (high water pressure (prime)) was displayed on generator. After restarting the generator and plugging the delivery device in again, the error persisted. The system was restarted but then error 465 (water pressure self-test) was displayed. The procedure was canceled while the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.